Event description:
It was reported that during the atrial fibrillation ablation using farapulse pulsed field ablation procedure to treat persistent atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that the sheath was opened and prepped as usual. The sheath was put into the left atrium after transeptal puncture and upon removing the dilator and inserting the non-bsc mapping catheter, the physician noted the sheath was leaking back saline and blood from the flush line. At this point, the sheath was replaced. After exchanging sheaths and reinserting the mapping catheter, the physician noted that the sheath was still leaking but not as significantly as the initial sheath. The second sheath was used to complete the procedure. Near the end of the procedure, the physician noted the sheath was leaking significantly and noted that the patient was losing blood due to the leak. Both sheaths were hooked up to a pump with a rate of 50 ml/hr as per the physicians' usual workflow. No patient complications have been reported. It was further informed that a pump was used for irrigation of sheath. There was a small leak observed in this sheath when only the versacross connect dilator and non-bsc mapping catheter had been inserted. When the farawave was inserted, the leak was not observed. After the farawave was removed and the mapping catheter was reinserted, the leak was more significant. The leak appeared to be coming from the valve. Initially, the leak was slow but at the end of the procedure it was a fast drip. The sheath was leaking both saline and blood. No other issue has been reported.

Manufacturer narrative:
Additional information added to b5: describe event or problem.

Event description:
It was reported that during the atrial fibrillation ablation using farapulse pulsed field ablation procedure to treat persistent atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that the sheath was opened and prepped as usual. The sheath was put into the left atrium after transeptal puncture and upon removing the dilator and inserting the non-bsc mapping catheter, the physician noted the sheath was leaking back saline and blood from the flush line. At this point, the sheath was replaced. After exchanging sheaths and reinserting the mapping catheter, the physician noted that the sheath was still leaking but not as significantly as the initial sheath. The second sheath was used to complete the procedure. Near the end of the procedure, the physician noted the sheath was leaking significantly and noted that the patient was losing blood due to the leak. Both sheaths were hooked up to a pump with a rate of 50 ml/hr as per the physicians' usual workflow. No patient complications have been reported.

Manufacturer narrative:
No abnormalities or defects were found on the exterior of the returned sheath. Analysis of the returned sheath found both valves torn by the center slit on the inner face which compromised the valves' ability to seal pressure and fluid within the sheath. These defects caused visible air bubbles/air ingression into the sheath, resulting in the occurrence of this event.

Event description:
It was reported that during the atrial fibrillation ablation using farapulse pulsed field ablation procedure to treat persistent atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that the sheath was opened and prepped as usual. The sheath was put into the left atrium after transeptal puncture and upon removing the dilator and inserting the non-bsc mapping catheter, the physician noted the sheath was leaking back saline and blood from the flush line. At this point, the sheath was replaced. After exchanging sheaths and reinserting the mapping catheter, the physician noted that the sheath was still leaking but not as significantly as the initial sheath. The second sheath was used to complete the procedure. Near the end of the procedure, the physician noted the sheath was leaking significantly and noted that the patient was losing blood due to the leak. Both sheaths were hooked up to a pump with a rate of 50 ml/hr as per the physicians' usual workflow. No patient complications have been reported. It was further informed that a pump was used for irrigation of sheath. There was a small leak observed in this sheath when only the versacross connect dilator and non-bsc mapping catheter had been inserted. When the farawave was inserted, the leak was not observed. After the farawave was removed and the mapping catheter was reinserted, the leak was more significant. The leak appeared to be coming from the valve. Initially, the leak was slow but at the end of the procedure it was a fast drip. The sheath was leaking both saline and blood. No other issue has been reported.